Manufacturer narrative:
(B)(4).

Event description:
It was reported that the co-pilot rotating hemostatic valve was attached to the guiding catheter during the angioplasty procedure. The guiding catheter was inside the patient anatomy. During the attempt to flush the co-pilot, it was noted to be sucking air. As the co-pilot was thought to have a leak, it was immediately exchanged for another co-pilot, and the procedure was completed successfully. There were no adverse patient effects and no delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. An investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an evaluation of the returned device confirmed a leak through the bleedback control seal. Leaks may occur due to, but not limited to, manufacturing, damaged seals, device handling, cap rotation technique, and/or interaction with associative devices. Potentially, if damage had occurred during use, the clamp seal may not have been fully closed around the associated devices, resulting in a leak. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database was performed for this lot and revealed no other incidents. All copilot bleed back control valves are subjected to a visual inspection, and a cap compression test is performed to verify inner diameter specification. Additionally, a quality control audit inspection is used to verify the product quality including performing a leak test on a sample of units from each lot.